Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: spectra wave writer upn: m365sc11600 model: sc-1160 serial: (B)(6). Batch: 361433. Brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 7073184. Brand name: linear 3-6 upn: m365sc2366700 model: sc-2366-70 serial: (B)(6). Batch: 7073206.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site of the spinal cord stimulator (scs) system however the cause of the pain is unknown. The patient underwent a procedure in which the ipg pocket was revised. The patients' second ipg was explanted and upgraded with a new device per the patients' request as they stated that the ipg was not working properly, however no other information was provided. The patients' two leads were repositioned due to migration which was confirmed with fluoroscopy, causing the patient to experience inadequate stimulation. The patient is doing well post-operatively. The explanted ipg will not be returned as it was disposed of by the facility, and the remaining devices remain implanted, therefore no devices will be returned for analysis.